Manufacturer narrative:
(B)(4). Batch # p58v8p. Device evaluation: the analysis results found that a sr75 reload was received with the left gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please confirm if there was more than one sr75 cartridge reload that this event occurred with? If yes, what is the quantity of cartridge reloads that this issue occurred with? On the complaint submission form, under section 1035, is this an adverse event? The answer is yes. Can you please provide further detail of the patient consequences? How was this event an adverse event? Response: can you please confirm if there was more than one sr75 cartridge reload that this event occurred with - only one cartridge. On the complaint submission form, under section 1035, is this an adverse event?- no.

Event description:
It was reported that during an unknown procedure, the staple pins were falling out of the cartridges.